Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed high watt alarms while undergoing a cardiac ablation. The site reported that they felt that the event was related to hypervolemia since the patient had received approximately two liters of fluid during the case. An transthoracic echocardiogram (tte) revealed a 15% ejection fraction, a normal left atrium, normal valves, global hypokinesis; but without evidence of thrombus in the left ventricle or at the inflow cannula. A few days later, the patient had multiple high watt alarms along with hemolysis indicator and hematuria. A preliminary review of the controller log files confirmed the reported high watt alarms. The site reported that they felt that this was related to a possible device thrombus as opposed to hemolysis associated with the recent ablation. The site also developed elevated creatinine (creat) levels. The site was uncertain as to whether this was related to poor unloading of the pump related to a thrombus event or related to the recent use of lasix or contrast dye during the ablation. The patient was admitted to the intensive care unit and treated with intravenous heparin, integrilin and dobutamine infusions. The patient is reported to have subsequently developed gastrointestinal bleeding and was treated with the transfusion of six units of packed cells. A push enteroscopy revealed multiple duodenal arteriovenous malformations (avms) and was treated with argon plasma coagulation and epinephrine injections with resolution of bleeding. The patient continued to have elevated estimated flows and power consumption. The patient underwent pump exchange on (B)(6) 2018. The patient is a participant in the hvad thoracotomy trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the pump was returned for evaluation. The reported event was confirmed via review of the controller log files which revealed an increasing trend in power consumption starting (B)(6) 2018. One hundred and seventy-nine high watt alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's recent atrial fibrillation and treatment with ablation may have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.